Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states they just came back from a doctor's appointment and the doctor wanted the patient to determine which programs do not use 0. The patient states their impedances were showing greater than 4000 in 0/1 and 0/3. The patient states they noticed an issue a few months ago and they tried to change programs but that didn't work. Patient states they knew their implant was running low so they made the doctor's appointment. The patient also mentioned having a fall back in may and did twist when falling. The patient states they did catch themselves and landed on their knee but aren't sure if this did anything to the system. The patient had an x-ray on the system and they said it's been working for the longest time and they noticed probably at the end of (B)(6) 2021 that it is not working. No further complications were reported.